Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing which had run back into the cardiosave pump. The iab was replaced with a second one. However, after 12 hours of therapy, a gas losst and blood was noted in the tubing. The doctor stated that the patient does have known calcium deposits in the arterial tree. He stated that he understands the calcified vessel is the reason the iab¿s are being infiltrated and that he is going to put in a smaller diameter iab with the hopes of this not happening on a third balloon. The second iab was replaced and therapy was provided. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report was submitted for the 2nd iab under mfg report number 2248146-2024-00134. A separate report for the cardiosave was submitted under mfg report number 2249723-2024-00879.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing which had run back into the cardiosave pump. The iab was replaced with a second one, however, the same issue persisted. The doctor stated that the patient does have known calcium deposits in the arterial tree. He stated that he understands the calcified vessel is the reason the iab¿s are being infiltrated and that he is going to put in a smaller diameter iab with the hopes of this not happening on a third balloon. The second iab was replaced and therapy was provided. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab. A separate report for the cardiosave was submitted under mfg report number 2249723-2024-00879.

Manufacturer narrative:
Occupation: (B)(6). Additional initial reporters: (B)(6) dr. (Per diem mid-level provider). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing which had run back into the cardiosave pump. The iab was replaced with a second one, however, the same issue persisted. The doctor stated that the patient does have known calcium deposits in the arterial tree. He stated that he understands the calcified vessel is the reason the iab¿s are being infiltrated and that he is going to put in a smaller diameter iab with the hopes of this not happening on a third balloon. The second iab was replaced and therapy was provided. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report was submitted for the 2nd iab under mfg report number 2248146-2024-00134. A separate report for the cardiosave was submitted under mfg report number 2249723-2024-00879.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Updated field: type of investigation (2) . The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.